Event description:
While moving back into bed from a chair, the pt heard a noise and noted one of the wire carriage bolts was broken. The entire wire carriage was replaced. There was no injury to the pt.